Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, lead was scanned via x-ray/fluoroscopy and externalized conductors was suspected on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable post procedure.